Event description:
The event occurred in czechia. It was reported that during patient treatment a clicking noise was coming from the hls set oxygenator. The sound of the clicking responded to the speed, when the speed was increased, the clicking became louder. The hls set was placed on another cardiohelp device, but the noise persisted. A replacement was carried out with a device from xenios fresenius. The patient had a heart attack, after resuscitation. As the patient had to be resuscitated and suffered a heart attack, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the czechia market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
Information was received that the patient had a myocardial infarction and received cardiopulmonary resuscitation before the hls-set was connected and the incident with the hls set did not have any impact on the patient. Therefore, the type of reportable event was changed to malfunction. This MDR is being submitted as a correction to the event type, as such, no further importer MDR follow-up is necessary.